Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was being reported that during the test of a field action after the software updation of d.01 the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "helium leak". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation while repairing this unit the fse had replaced the o-ring 0.351x0.072 , regulator, hi pressure helium so, that after replacement the fse had carried out the functional test, leak test and the test time was being conducted for the 45 minutes and everything was ok. At last the leak was carried out with success. The cardiosave was released for use again. There is no patient who had been affected during this process. There is no involvement of the patient during this incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) large helium loss. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).